Manufacturer narrative:
The accessories were not made available for an evaluation. However, the apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices (note: some unrelated service work was performed on the apc.). In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. There are several possible causes for the inadvertent thermal damage. Capacitive coupling between the cables of the accessories may have unintended transferred energy from that active instrument to the inactive instrument. Additionally, the forceps may have been unintentionally activated or the conductive forceps were in contact with the patient. All of these scenarios are included as warning in the erbe user manuals and are related to user error. Nonetheless, no conclusive determination could be made as to the cause of the incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu/generator) [part number (p/n) 10140-000, serial number (s/n) (B)(4)) was used in a laparoscopic cholecystectomy. The accessories were an erbe apc handle (p/n 20132-200, s/n unknown) with an erbe applicator (p/n 20132-034, s/n unknown) as well as monopolar hook (manufacturer unknown) and bipolar forceps (manufacturer unknown). No details involving the settings were provided. During the activation of the apc to coagulate the liver, the bipolar forceps sparked. The bipolar forceps were connected to the esu and had been placed in a bag on the patient's abdomen. As a result of the sparking forceps, a second degree burn of approximately one (1) cm² occurred on the patient's right abdominal wall. The wound was treated locally and no further intervention was necessary. Note: some of the accessories and equipment were distributed by our parent company, (B)(4), to a hospital in (B)(6).